Manufacturer narrative:
This follow-up report is being filed to relay evaluation results, which was unknown at the time of the initial medwatch. Dimensional evaluation found component to be within appropriate design specification. Evidence suggests that failure mode was due to bending overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013, due to the three pegs of the patella sheared off the main body.